Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-may-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a field service engineer (fse) walked the customer through recovering storage space. Further the fse instructed the customer to open the drawer to remove the object causing the jam. The system functioned as intended after the field service engineer guided the customer.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary half height cubie drawer 4.1 failed to open. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.